Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery alarm or time/clock anomaly due to unresponsive button. Device had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder for response, clock was running slightly slow. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had no delivery alarms during priming process, unexplained no delivery alarms, clips of reservoir tops off, screen had scratches. The insulin pump will not be returned for analysis.